Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain, nausea and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. Treatment was not reported. The patient recovered and was discharged eleven days later. No additional information is available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number h13f17048 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).